Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/20/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system (model pcb00v) was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and the cartridge correctly engaged into lower body of the pcb00v device. Visual inspection showed no viscoelastic residue in the device. Only a part of the lens haptic was found inside the device; another part of the lens haptic was observed outside of the device. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not fully implanted. If explanted, give date: not applicable as the lens was not fully implanted and therefore not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) did not fold in the cartridge as it was going into the patient's eye. Reportedly, the incision was enlarged to remove the lens from the anterior chamber. No suture was used and no vitrectomy was performed. Another lens was implanted without difficulties. The patient status was reported as stable. No further information was provided.